Event description:
The customer reported his blood glucose reached 456 mg/dl less than 24 hrs after the pod was activated. The pod was deactivated and he noticed the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.